Event description:
Cutting forceps would not coagulate. No patient harm.

Manufacturer narrative:
The following elements have blank data. Device identifier (di): for type of device: electrosurgical, cutting & coagulation & accessories. Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories. Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories. Device identifier (di): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
Cutting forceps would not coagulate. No patient harm.